Manufacturer narrative:
Investigation results: material/lot unknown; no sample. Full investigation could not be performed. No root cause. Complaint will be re-opened if any additional information is provided.

Event description:
No additional information.

Event description:
Material # unknown. Batch # unknown. It was reported that the bd needle broke. The following information was provided by the initial reporter: verbatim: we had another needle break. This is # 14 for slch. 20g 0.75in.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.